Manufacturer narrative:
The investigation was unable to find a definitive root cause. As the patient had high igm results over a long period of time and high results were also obtained on a competitor's analyzer, the medications taken by the patient or the patient's diagnosis could have contributed to the issue. The correct igm result for the patient was not clear.

Manufacturer narrative:
Unique identifier (UDI)# (B)(4).

Event description:
The customer complained that the igm-2 tina-quant igm gen.2 (igm) result from a cobas 6000 c (501) module from 1 patient sample was not correlating with the patients electrophoresis result. The igm result from the cobas c501, serial number (B)(4), was 2646 mg/dl. The result was released outside of the laboratory but the doctor did not believe the result. The customer tested the same patient sample on (B)(6) 2018 using sebia protein electrophoresis (spe) and immunofixation (ife). The spe and ife results are attached to this medwatch as attachment (B)(4). The doctor believed that with a igm result of 2646 mg/dl, that the spe gamma fraction result of 6.7% should be higher. The customer also had the same patient sample tested at an outside laboratory on (B)(6) 2018 on a (B)(4) au with an igm result of 2582 mg/dl. The customer stated that the patient does not have waldenstrom macroglobulinemia. The investigation is currently ongoing.

Manufacturer narrative:
Analysis of the data innovation audit trail of the patient sample showed that the initial igm result was actually 2957 mg/dl with a data flag. The sample was then repeated with a dilution and the result was 2646 mg/dl with a data flag. The investigation is currently ongoing.